Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, two detached filter limbs, a detached filter arm overlying the silhouette of the heart, and two linear radiopaque foreign bodies in the heart can be confirmed. Based on the images provided, the identity of the filter cannot be confirmed. Conclusion: images were provided. Two linear foreign bodies were identified in the heart. The investigation is confirmed for two detached filter limbs. Unable to determine the root cause based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings:filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Additional information: event description. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Additional information: it was determined the patient would be informed the filter and one detached limb could be retrieved percutaneously.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment for pulmonary embolism secondary to uncontrolled hypertension, stroke and alleged failed anticoagulation, an incidental finding demonstrated two detached filter limbs (one in the intraventricular septum and the other protruding through lv myocardium). The interventional radiologist requested advisement from the manufacturer regarding management of the event. The patient was reported to be asymptomatic.